Event description:
According to the report: during removal of a loose tack from the protack, the tack got stuck in the versaport v2 5mm trocar. The tack was located in within the trocar instead of in the patient. The tack got stuck in the seal part. It was noticed after 30 minutes of search in the patient cavity. Patient status: ok. A male. No further issue occurred.